Event description:
It was reported the patient (B)(6) suddenly lost stimulation. Attempts to initiate therapy proved unsuccessful as no communication could be established with the ipg via the charging system or patient programmer. The patient's ipg was explanted and replaced. No further issues have been reported.

Manufacturer narrative:
Evaluation: method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. The complaint for no communication and no stimulation was confirmed. As received the ipg was non functional. The ipg can was cut open. A leaky battery was observed. The battery weld was cracked on the marked side. Battery electrolyte had leaked from the weld end of the battery. No functional testing of the ipg was performed. Inspection of the kapton tape revealed it was contaminated with battery electrolyte; however, no signs of being compromised were observed. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.